Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the led board power switch was not working. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of an ercp (endoscopic retrograde cholangiopancreatography) diagnostic procedure, the subject device kept cutting out. The procedure was completed using the similar device. There were no reports of patient harm.